Manufacturer narrative:
Additional quality control testing of samples is pending.

Event description:
Customer initially reported the gibson bone graft plug was causing healing issues with "a number of patients." Additional, limited information was provided. Customer stated at least five patients experienced healing issues. For patient 3 of 5, the bone graft appeared to quickly swell, appear infected and extrude from the extraction site. A few days after implantation (implant date not provided), patient returned to the office and reported having a "terrible taste and smell." Medical intervention was required to remove the graft and clean the extraction site. After the initial intervention, customer reported that some patients had to return to the office "a few times" to remove the graft material that continued to extrude and clean and irrigate the sites. It was not specified how many patients had to return to the office, nor was it specified how many times the patients had to return to the office. Customer stated this caused delayed healing and patient pain. Customer confirmed "patients are fine now." However, there was no information provided on current patient status, other specific patient information, and outcome of event. No further information was provided.

Manufacturer narrative:
Additional quality control testing showed the product met acceptable sterility criteria.